Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy an ECG fall-off test. The cause for the failure was isolated to damaged ECG a, b, and front te cable. The cable was pulled from the strain relief, pulling j703 from the distribution node (dn) pca board. The root cause for the damaged cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained cable.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.